Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the upper buttocks, which is off label usage of the device, on (B)(6) 2025 no product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.